Manufacturer narrative:
The insulin pump buttons function properly. However, moisture damage was found on keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose was 449 mg/dl and a button on the customer's insulin pump was not working. As a result, she was unable to treat for high blood glucose with the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).